Event description:
It was reported that the catheter became stuck in patient and could not be removed. The staff tried different techniques to move the catheter including repositioning the patient and taping down the catheter with line pulled tight. Nothing worked. The end of the catheter broke off leaving wire-reinforced tip in patient. It was confirmed by CT scan.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter tip breaking could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter became stuck in patient and could not be removed. The staff tried different techniques to move the catheter including repositioning the patient and taping down the catheter with line pulled tight. Nothing worked. The end of the catheter broke off leaving wire-reinforced tip in patient. It was confirmed by CT scan.